Event description:
It was reported that during a patient&#39;s implant surgery the generator was attempted to be implanted; however, was unable to be implanted due to a &#34;problem with the isolation of the block&#34; where the lead is inserted and tightened. The generator was returned for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
Analysis of the generator was completed on 01/19/2015. The header septum cavity and septum meet specification for dimensions. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.